Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following procedure the patient experienced urinary frequency, urgency and incontinence.

Manufacturer narrative:
Date sent to FDA: 07/16/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced chronic pain all over abdominal areas, chronic inflammations, vaginal prolapse, uterine prolapse, rectocele, cystocele, and interstitial cystitis. It was reported that patient underwent mesh removal on (B)(6) 2018 due to urinary retention.

Manufacturer narrative:
Date sent to FDA: 7/1/2019.